Manufacturer narrative:
(B)(4).

Event description:
It was reported there were high impedances. Electrode 14 had an impedance reading of >10,000 ohms. The pt had "great" control of his back and leg pain, but was recharging more than expected. Additional info has been requested, a f/u report will be sent if additional info becomes available.